Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the patient developed a pericardial effusion and large volumes of fluid were drained by pericardiocentesis. It was also reported that the right atrial (ra) lead potentially, "nicked," an artery, contributing to the pericardial effusion. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.